Event description:
Customer alleged the shower chair's one leg bent when sat on chair. No injury alleged.

Manufacturer narrative:
MDR decision date - (B)(4) 2012. (B)(4) 2012 - (B)(6) - the consumer is a (B)(6) male whose age and height are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the consumer alleges that when he sat on the shower chair for the 1st time the legs allegedly bent. Consumer did not fall and no injury alleged. The unit is being replaced on warranty order #(B)(4).